Event description:
It was reported by service report that the fowler does not stay up when a heavy patient is on it. The customer could not determine whether there was patient involvement or if adverse consequences occurred.

Manufacturer narrative:
Results: fowler.